Event description:
It was reported that pacemaker alerted for out-of-range (oor) right ventricular (rv) impedance. The issue appeared to be chronic, with oor values going back to the previous january. There was also rv noise and oversensing that led to stored non-sustained ventricular episodes. It was noted that the patient paced zero percent in the rv. The pacemaker and rv lead remain in service and no adverse patient effects were reported.